Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a right common iliac artery aneurysm using a gore® excluder® aaa endoprosthesis. The delivery catheter of a contralateral leg component was advanced to the intended area through an introducer sheath. The physician pulled back the delivery catheter a little to adjust the location of the endoprosthesis. It was noticed that the endoprosthesis was not moved and the proximal end (approximately 20 mm) of the endoprosthesis was already deployed. The physician continued to pull back the delivery catheter. It was revealed that the delivery catheter was broken at the trailing olive, and the endoprosthesis and the proximal portion of the delivery catheter remained in the patient. The deployment line was not broken, so the physician pulled the deployment line which appeared near the trailing olive on the distal portion of the delivery catheter. The endoprosthesis was totally deployed. Although a location of the endoprosthesis was a little more proximal than planned, the physician considered it was not a problem. The proximal portion of the delivery catheter was retrieved through the introducer sheath using a snare catheter. The procedure was then concluded with no other issues, and the patient tolerated the procedure.

Manufacturer narrative:
The device was returned to gore and an engineering evaluation was performed. The device evaluation showed that the catheter was broken at the trailing olive. The polyimide guidewire had fractured. The endoprosthesis had been deployed off the catheter. The findings from the evaluation are consistent with the physician¿s observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information.